Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of over 600 mg/dl. Subsequently, the customer was hospitalized. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.